Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the pi will be updated. The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increased shocking lead impedance (sli) measurements of >125 ohms during implant. The chronic device which was being explanted did not exhibit these problems, so it was confirmed that the chronic right ventricular (rv) was not malfunctioning. Despite the increased sli, the implanting physician performed the defibrillation threshold test (dft) and sli measurements were 72 ohms and the first shock therapy was successful at 21 joules and subsequent sli measurements were in the low 80s. Finally, the proximal coil of the shocking lead was plugged and removed from shock vectors. A boston scientific crm technical services representative suggested to continue following this device closely during the months following implant.